Event description:
The pt's mother reported that the pt began experiencing elevated blood glucose in 2009. The pt's blood glucose ranged from 68-365 mg/dl. At 5:50pm an e7 (electronic) error was displayed on the infusion device. The pt cleared the error by changing the battery. The pt's blood glucose measured 344 mg/dl. The pt switched to the backup infusion device and bolused. The pt's blood glucose measured 130 mg/dl at 8:50pm and 78 mg/dl at 11:10pm. The pt believes the infusion device does not deliver insulin properly. The pt's normal blood glucose level is 110-120 mg/dl. No further info is available. The pt did not require medical assistance from a healthcare professional or second party to address the issue. The infusion device was requested to be returned for eval.

Manufacturer narrative:
This incident occurred outside of the us. Info contained within this report is all that is available at this time. If further info is obtained, it will be provided in the supplemental report.